Event description:
The hosp has been using a regular 3 ml syringe with this pump. The rptr stated that it was noticed that pump was not infusing the entire dose; 0.4 ml was left in the syringe when supposedly the entire dose should have been infused. Because this pump is used to infuse medications to permature infants, some only approx two pounds, the underinfusing becomes quite important. The rptr learned that the pump, which uses 4.1 software, only accommodates a syringe that will not be available for eight weeks. The rptr stated that the fact that a special syringe has to be used is not in the operating manual and she was never told this by the MFR's rep. The rptr feels the MFR should issue an alert. The hosp started to use the pumps one week ago.